Event description:
During preparation, foreign matter was found in the fluid path in the line of a fluid delivery set. The product was exchanged with new sterile product. As this occurred prior to the procedure, the patient not affected.

Manufacturer narrative:
The used device has been received by the manufacturer. Upon completion of the investigation, a follow-up medwatch will be submitted. (B) (4).